Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the reported incident does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system log files and system history. During a patient procedure the user was unable to accurately determine where the tip of the catheter was due to ghosting. According to the service engineer and the customer, the tip of the deployed micro catheter moved after the mask image was set due to the fluid pressure of the contrast injection. This caused a white spot where the tip of the catheter started and a black spot at the point where the tip moved in the image selected for roadmap image. When the roadmap image is inverted and overlaid on the subtracted roadmap image; the spots caused by the tip moving are also inverted. This is within the normal operation of roadmap. The system works as intended and no system failure or malfunction was identified. The operator received additional applications training by siemens. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During a procedure the user reported multiple images on the roadmap. At this time there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation.